Manufacturer narrative:
Service visited on (B)(4) 2011, and found the leak coming from the reagent manifold. The field service engineer (fse) removed all reagent bottles, and cleaned up the fluid that had leaked from the 1/4 inch plug on the reagent manifold. The fse replaced the plug and the leak subsided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 synchron clinical system. The customer stated the leak was inside modular chemistry reagent compartment. There was no effect to patient or user.